Manufacturer narrative:
Product was returned for evaluation. The expanded evaluation report states: visual inspection- there was a broken weld at the bottom left rear portion of the side frame. The break has been held together by metal wire. Utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the broken weld on the wheelchair side frame. As a secondary failure, the wheel locks fail and do not stop rotation. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The expanded evaluation report states: visual inspection- there was a broken weld at the bottom left rear portion of the side frame. The break has been held together by metal wire. Utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the broken weld on the wheelchair side frame. As a secondary failure, the wheel locks fail and do not stop rotation. Dealer is stating that weld is broken.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that weld is broken.